Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas generated repeated alert 32, indicating a motor processor communication error, with the alert reappearing after restarts and resulting in a unit replacement; the user reported that blood glucose was not impacted, and insulin delivery was not continuously suspended. Symptoms included no reported injury or adverse physiological effects. Outcomes included device replacement and return of the original unit. Investigation of this case revealed a motor processor communication malfunction within the delivery subsystem consistent with an internal component or electronics fault. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the delivery motor communication circuitry.